Event description:
User facility medwatch (mw5152843) report received that states, "perclose sutures were deployed at the end of a transfemoral tavr (transcatheter aortic valve replacement) case to close the access site. There was significant bleeding, and a third device was used to stop bleeding, which was successful. A subsequent angiogram revealed the close devices had obstructed distal flow and a surgical cutdown and repair of the common femoral was needed. The vascular surgery team took over from this point and repaired the common femoral. Reference report: mw5152844. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." User facility medwatch (mw5152844) report received that states, perclose sutures were deployed at the end of a transfemoral tavr (transcatheter aortic valve replacement) case to close the access site. There was significant bleeding, and a third device was used to stop bleeding, which was successful. A subsequent angiogram revealed the close devices had obstructed distal flow and a surgical cutdown and repair of the common femoral was needed. The vascular surgery team took over from this point and repaired the common femoral. Reference report: mw5152843. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). The two submitted medwatch forms reference each other.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) review could not be conducted because the part and lot number were not provided. A query of the complaint handling database could not be conducted because the part and lot number were not provided. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic proglide instructions for use as possible adverse event of use of the device. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is not known as the part and lot number were not provided mw5152843 and mw5152844 the additional vessel closure devices referenced in b5 are filed under separate medwatch report numbers. Attachments: user facility medwatch# mw5152843, mw5152844.